Event description:
Ophthalmic procedure (approx. 15 to 20) were extended from 30 minutes to over an hr because of shadows that appear on the surgical field. All procedures were able to be completed by maneuvering the light pipe.